Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had consumed alcoholic drinks, and according to his mother he was in good shape when he got home at 0100 hours in the night. The blood sugar levels were corrected around 0600 hours; no treatment details were provided. At 1700 hours he had a seizure and was admitted to the hospital. The gcm was reading 17 - 24.4 mmol/l. The bg was 5.1 mmol/l. The patient was given a very thorough examination which included a spinal puncture, an electroencephalogram (eeg) and a head MRI scan. No reason for the seizure was identified in the testing. It was reported that there were no signs of epilepsy. The conclusion made by the medical staff was that the seizure had been caused by a combination of alcohol intake, lack of sleep and low blood sugar levels. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 10/07/2022. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had consumed alcoholic drinks, and according to his mother he was in good shape when he got home at 0100 hours in the night. The blood glucose levels were corrected around 0600 hours; no details of the cgm values, bg values, or treatment were provided. At nearly 1700 hours he had a seizure that lasted at least three minutes, and it took an additional ten minutes before he was fully awake. The cgm showed stable values around 4.0 mmol/l for several hours before and at the time of the seizure. The patient¿s sister called for an ambulance which arrived at 1653 and left to take the patient to the hospital at 1702. It was reported that no treatment was administered to the patient before he was admitted to the hospital, since he was conscious and the paramedics trusted the cgm values. At the time the patient arrived at the hospital, the bg was 4.7 mmol/l and the cgm value 7.2 mmol/l. No medication was given since the bg was stabilized. At 1913 pm the bg was 4.8 mmol/l and the cgm value was 9.0 mmol/l. The patient was given a very thorough examination which included a spinal puncture, an electroencephalogram (eeg) and a head MRI scan. No reason for the seizure was identified in the testing. It was reported that there were no signs of epilepsy. The conclusion made by the medical staff was that the seizure had been caused by a combination of alcohol intake, lack of sleep and low blood sugar levels, with hypoglycemia being the main factor. No treatment was given for the inaccuracies at the hospital as the bg had normalized by the time of admission. During the stay in the hospital, several parallel bg and cgm measurements were performed on day 1 and day 2 which showed a mean difference of three mmol/l, with the cgm showing higher values. The patient was discharged from the hospital after two days. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)